Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign objects on the connecting tube, the evaluation found non-reportable malfunctions and device conditions that were out of specification such as components that were loose, dented, shaved, corroded, chipped, scratched and discolored. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation foreign objects were found in the grooves of the scratches on the connecting tube of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in insertion section" malfunctions could not be identified, nor the type of material. The customer confirmed the reprocessing was performed in accordance to the IFU. There was no physical damage where the foreign material was found. The event can be prevented by following the instructions for use which state: IFU: gif-1100 operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.